Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the malfunction reappears, which the customer acknowledged and understood.